Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 0.249 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump and catheter were removed due to infection. They first thought the infection was in the incision in the back, so they pulled out and replaced the distal portion of the catheter, but then "everything got infected" and everything was removed. Only one surgery was done to remove the entire system. The patient was given IV antibiotics and they tried to get labs, but then just removed everything. The infection was noted at the first post-op visit. No further issues were reported or anticipated.